Event description:
It was reported that 4 to 5 pts developed swelling at the suture sites which lead to an ileo-inguinal nerve entrapment. The original procedures were total abdominal hysterectomy. The physician performed a release of the suture in each case during an office visit.